Event description:
A decrease in performance with the device and 3 extracochlear electrodes were observed. Revision surgery to re-insert the electrode array was performed on (B)(6) 2020 was performed. This report refers to 9710014-2020-00475. For further information please refer to this report.